Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia/wolff-parkinson-white (avrt/wpw) cardiac procedure with an octaray mapping catheter which biosense webster¿s product analysis lab (pal) identified that one of the splines of the device was broken with internal parts exposed. Initially, it was reported that the signal on the octaray a1, 2 was noisy, seen on the carto 3 system and the recording system. It was noted that the a1, 2 electrodes appeared black on the carto 3 system. The catheter was replaced, and the issue resolved, and the procedure continued. No adverse patient consequence was reported. The visualization and noise issues were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 05-nov-2024, one of the splines of the device was observed broken with internal parts exposed. This was assessed as MDR reportable with an awareness date of 05-nov-2024.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, electrical test and magnetic sensor functionality of the returned device were performed following j&j medtech procedures. Visual analysis revealed that one of the splines of the device was broken with internal parts exposed. The device was connected to carto 3 system, and was recognized and visualized, however, noise was observed on the spline c, that was the spline damaged, and it was not visualized on the screen of the system. Additionally, black electrodes were observed intermittently when the device was deflected. For this reason, the electrical continuity of the not visualized electrodes and spline were measured, and it was observed that there was no continuity on two electrodes of the damage spline. A manufacturing record evaluation was performed for the finished device number lot 31358439l and no internal action related to the complaint was found during the review. The broken spline could be related to the noise and the visualization issues reported; therefore, the customer complaint was confirmed. The instructions for use contain (IFU) the following warning and precaution: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. Prior to removing or repositioning the catheter, use direct imaging guidance such as fluoroscopy to confirm that the spine assembly is not entangled with another catheter or with an anatomical structure. The carto® 3 system instructions for use contain the following recommendation to minimize ECG noise: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).